Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker was exhibiting inappropriate magnet response. No intervention has been performed. The patient's status was stable.

Manufacturer narrative:
The reported event of the device exhibiting constant magnet response detections was confirmed. The investigation found that the observed issue is consistent with a hardware magnet detection failure and turning off magnet detection is an option to resolve the observed repeat magnet detections.